Manufacturer narrative:
On october 3, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 3, 2024, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and material evaluation. Visual analysis of the returned device determined that a yellow particle was found on the surface of the smo ro mod pro boost gel 675cc breast implant, measuring 6 mm² (0.06 cm²). Additional investigation was performed to identify the chemical composition of the yellow particle. The investigation concluded that the chemical composition for unsaturated polyester resin base material. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. According to the manufacturing investigation, the origin of the particle could not be determined and the assessment identified the defect resembles a particle in the shell, a defect that would not render the product non-functional. However, the defect is likely to be visible to the customer. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 675cc mentor memorygel boost breast implant was found to have a dark spot on the implant prior to the operation. No adverse event was experienced by any patient and there were no reported patient consequences or procedural delays.